Event description:
The patient reported experiencing elevated blood glucose at 207 mg/dl. The patient administered a 2.5 unit bolus to bring his blood glucose down. A couple of hours later, the patient reported that his blood glucose went very low. The patient's wife contacted the ems. The patient's blood glucose registered 34 mg/dl when the ems arrived. The ems gave him orange juice and a peanut butter sandwich to help bring his blood glucose up. The patient was asked his targeted blood glucose range and he stated that it is all over the place. The patient did not have any low blood glucose symptoms. The patient received a follow-up call and he stated that he had another low blood glucose event. The ems was contacted again and his blood glucose registered 34 mg/dl. They gave him orange juice and glucose gel to help bring his blood glucose back up. The patient stated that his blood glucose was at 343 mg/dl and he feels better. The patient feels that this infusion device is over delivering insulin. This infusion device is being replaced. The product has been requested to be returned for evaluation.